Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: initial reporter was shortened due to character limitations. The complete name is: (B)(6).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was outputting an overheat alarm. There was no patient involvement.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was outputting an overheat alarm. There was no patient injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, component codes, investigation conclusions, h11. Corrected field: d4 unique identifier (UDI) #. Getinge field service engineer (fse) customer reported a pump overtemp message. Replaced scroll compressor, filters and thermistor. During performance testing found ground prong to be missing from plug. Replaced ac power cord reel. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. During repair of the power cord reel the cart fell off the table and the wheel broke off. Replaced frame base plate and wheels. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.